Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: no relevant issues were identified in the manufacturing records. It was reported that the tip of the inserter was spinning freely during assembling with the implant. Surgical technique indicates to keep turning the blue rotator knob until the implant is connected tightly and two audible clicks are heard. The sales rep reported that he did not hear two clicks when turning the rotator knob what indicates the implant was not attached security. Conclusion: the plausible root cause cannot be identified conclusively as the device was not returned for evaluation.

Event description:
It was reported that the inserter tip was damaged and wouldn't allow the implant to fully seat.

Event description:
It was reported that the inserter tip was damaged and wouldn't allow the implant to fully seat.